Manufacturer narrative:
Corrected information: d6a - remove implant date.

Event description:
Healthcare professional reported ph, "tissue is noticeably enlarged and firm to the touch", "slight discomfort in treated areas" and "tissue feels dense and firm compared to untreated surrounding tissue" after treatment to the upper abdomen on (B)(6) 2025 while using applicator cooladvantage for the coolsculpting system.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported ph, "tissue is noticeably enlarged and firm to the touch", "slight discomfort in treated areas" and "tissue feels dense and firm compared to untreated surrounding tissue" after treatment to the upper abdomen on (B)(6) 2025 while using applicator cooladvantage for the coolsculpting system.